Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity I free t4 result generated on an alinity I processing module for a 55-year-old male patient. Sid 632 initial result = 21.86 pmol/l, repeat result = 11.92 pmol/l. There was no impact to patient management.